Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes and found the following deviation from IFU: suction cylinder and biopsy channel port were not brushed at manual cleaning. On aug 02, 2024 ess was dispatched to the user facility and there were no deviations found in the reprocessing process. The user provided the following result of culture test which was performed in the third-party labs. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: unknown. Bacterial identification: citrobacter freundii. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: unknown. Bacterial identification: stenotrophomonas maltophilia. Olympus provided the following result of culture test which was performed in the third-party labs. Sampling date: (B)(6) 2024. Sampling from: insertion section. Cfu: unknown. Bacterial identification: paenibacillus provencensis. Sampling from: biopsy channel, suction channel. Cfu: unknown. Bacterial identification: bacillus toyonensis. The device was evaluated where additional potential adverse event was confirmed, the inner wall of the biopsy channel had white foreign material. It was not certain whether reprocessing steps on the suction channel was deviated from IFU. There was no physical damage on the suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.